Manufacturer narrative:
(B)(4).

Event description:
During review of programing and diagnostic history it was observed that the patient's vns device was tested during an office visit on (B)(6) 2015 and system diagnostics revealed high lead impedance. Follow up with the treating neurologist indicated that this was the patient's first device check following initial implant on (B)(6) 2015. Lead impedance was measured to be normal at the time of generator implant on (B)(6) 2015. The device was checked again on (B)(6) 2016 and although the lead impedance was still measured to be high the physician elected to increase the device output and continue regular follow up for the patient. X-rays were submitted to the manufacturer and no obvious lead fractures were observed. A possible pin insertion issue was identified but due to image quality and the angle of the generator was not conclusive. No patient manipulation or trauma has been reported. No patient adverse events have been reported and no known surgical interventions have occurred.